Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.

Manufacturer narrative:
Block b3: approximate this event occurred a month ago. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 20080410, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 20090601, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4276, batch/lot number: 20040387, model/catalog description: clik anchor hex wrench 3 inch, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4319, batch/lot number: 19964262, model/catalog description: clik x MRI anchor, unique identifier (UDI) #: (B)(4).